Event description:
Same case as MFR #: 2134265-2014-05136. It was reported that removal difficulties occurred and the patient experienced pain. The target lesion was located in an artery below the knee. A peripheral rotawire¿ and a 1.25mm peripheral rotalink® plus were selected for use. Rotablation was performed. During the second pass through the lesion, the device stalled and the rotalink became stuck on the wire. The devices were removed together with difficulty noted. The patient complained of pain which was possibly due to new blood flow in the vessel. However, when the burr was removed, there appeared to be tissue or calcium on the tip. The patient was transferred to the hospital, likely as a precaution. No further patient complications were reported. It was later noted that the valve on the gas tank was loose resulting in an inadequate amount of gas being supplied to the rotablator system and likely the stalling issue.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: visual and tactile examination of the returned wire revealed the body was kinked and bent and the spring tip was stretched and bent. Residue on the spring tip was identified and was likely adhered during the procedure. All the outer diameter measurements are within the specifications. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MFR #: 2134265-2014-05136. It was reported that removal difficulties occurred and the patient experienced pain. The target lesion was located in an artery below the knee. A peripheral rotawire¿ and a 1.25mm peripheral rotalink® plus were selected for use. Rotablation was performed. During the second pass through the lesion, the device stalled and the rotalink became stuck on the wire. The devices were removed together with difficulty noted. The patient complained of pain which was possibly due to new blood flow in the vessel. However, when the burr was removed, there appeared to be tissue or calcium on the tip. The patient was transferred to the hospital, likely as a precaution. No further patient complications were reported. It was later noted that the valve on the gas tank was loose resulting in an inadequate amount of gas being supplied to the rotablator system and likely the stalling issue.